Event description:
It was reported that the bed had a bad cpu. No adverse consequence reported.

Manufacturer narrative:
Investigation determined that the user facility ordered the above part in order to repair and return the device to service.